Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit was downloaded successfully using (thump software). For reference. Proceed it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, and self test. No unexpected low battery alarms or unexpected battery power loss noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2024 at 19:12:13.000-hour multiple failed batt alarms were recorded. The adapt tool also recorded pump error 25 alarm recorded on (B)(6) 2023 at 02:00:00.000 and on (B)(6) 2024 at 11:00:00.000-hour. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly and no moisture damage noted on electronic assemblies during visual inspection. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored. After redownload unit and inspect unloaded voltage (ul vlith) and loaded voltage (loaded vlith) voltage they were within spec. In conclusion, customer concern was not confirmed during download history review or during testing. However, pump error 25 was recorded due to j6/pcb1 connector anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack near the battery compartment, the belt clip anomaly, and the pump says that the battery was low. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) acc-1599, mmt-1880, unk_reservoir, and unomedical. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for acc-1599. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for unk_reservoir. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.